Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings, and operational errors. The review of the device history record (DHR) for catalys-u laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The surgeon reported that during the laser vision correction surgery on (B)(6) 2021, vacuum was broken secondary to an extreme amount of vertical force exerted by patient movement. The capsulotomy was completed, and more than 50% of the lens fragmentation was attempted. The planned arcuate incision were not achievable. The cataract extraction was removed successfully without issue.